Event description:
The facility reports the staff member had completed the bath and had removed the resident from the tub at an elevated height (staff did not lower the tub to remove the resident). The staff member dried and dressed the lower portion of the resident. She then went to the front of the patient and reached the control panel on the lifter and pushed the lower button on the left to lower the resident for transfer to another lifter. As the staff member moved to get the other lifter, she noticed the lift tipping over towards her. The staff member grabbed the resident and, as the lift went over, she helped lower or broken the fall of the resident. The resident landed on top of the caregiver. The caregiver rolled the resident off her and pulled the call bell for help. A fall assessment was given, the resident was assessed and was then sent to the hospital. The resident suffered a fracture of the left tibula and fibula, close to the knee.